Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the f-38 alarm was determined to be force sensing resistors (fsrs) that were out of specification. In order to correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up report will be sent.